Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on both (B)(6) 2014 and mesh was implanted at each surgery. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 3/30/2018.

Manufacturer narrative:
Patient code: (B)(4). : it was reported that patient underwent primary repair of the recurrent incisional ventral hernia on (B)(6) 2014 by dr. (B)(6) at (B)(6) center due to abdominal pain. No additional information was provided.